Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced five instances of hypoglycemia due to recalled infusion sets. The customer treated with food and glucose tabs. The customer alleged over-delivery due to the faulty infusion sets. The customer had also passed out from a low blood glucose on tuesday. Troubleshooting was not completed. The insulin pump was not returned for analysis.